Manufacturer narrative:
(B)(4). Date sent: 8/26/2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. The DHR for lot 10055 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date sent: 9/19/2023. See op notes.

Manufacturer narrative:
(B)(4); date sent: 10/27/2022. Additional information received: patient is 67 years old. Recently found to have recurrence of her symptoms of dysphagia an severe reflux and work up showed hiatal hernia recurrence and complete disruption of the linx device. Date of removal(B)(6) 2022. Please see attached operation notes.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what is the management plan? Is device removal scheduled? Or, has the device been removed? If so, was a replacement linx or fundoplication done? When did the severe gerd return? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Answer = I reached out to the surgeon last week with these questions, he has not responded yet. To my knowledge, the management plan has not yet been established, no date for removal, etc. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the management plan? Is device removal scheduled? Or, has the device been removed? If so, was a replacement linx or fundoplication done? When did the severe gerd return? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images.

Event description:
It was reported that the patient returned to office with return of severe gerd. Barium swallow showed disrupted linx device in several places.